Manufacturer narrative:
(B)(4)=suture looping.device not returned due to device was discarded.the device history record (DHR) review was not possible due to no lot/serial number was provided.

Event description:
It was reported that the surgeon sutured looped two 7000tfx, 29mm valves on the same patient. The surgeon felt he had the tricentrix deployed properly and kept it attached the whole time. He feels he caught the suture on the ridge of the stent post. The device is unavailable for return as it was discarded. (B)(4) the first 7000tfx, 29mm explanted, manufacturer report # 2015691-2010-14343.